Manufacturer narrative:
On mar 9 2020, additional information was received indicating the baker grade for right side capsular contracture was baker grade iii. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.reason for device explant and/or reoperation:rupture(B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with mentor memorygel breast implants 400cc and experienced capsular contracture baker grade unknown on the right side and bilateral rupture postoperatively. As a result, the patient underwent removal and replacement with non-mentor breast implants on (B)(6) 2018. This report is for the left breast prosthesis.